Event description:
It was reported that there was an issue with the wire approximately one year after implant. It was stated that the healthcare provider (hcp) had to replace them and everything had been working fine since.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v598062, implanted: (B)(6) 2011, product type: lead. (B)(4).